Event description:
It was initially reported by the vns patient that she "is not doing well and not functioning." It was noted that she is staying in bed and not performing her adl's. She is also having suicidal thoughts. It was noted that this has previously occurred with the patient. The patient was recommended to visit the ER, but it is not known if this has occurred. She was expected to visit with her physician, but further details have been received to date. A search performed in the manufacturer's programming history database showed that last known diagnostics are within normal limits. A battery life estimation resulted in approximately 4.77 years until eri=yes. Good faith attempts to obtain additional information has been unsuccessful to date.